Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Customer called in to run a blood test. Customer advised that he is feeling dizzy but declined the need for any medical intervention at time. Attempted to train customer to load his lancing device, however, customer was not able to follow along with the directions being given. Customer advised that he will go to the va in the morning (not because of symptoms) for them to visually show him how to open the lancing device. The test strip lot manufacturer¿s expiration date is 06/27/2026; product storage and open vial date were not provided.